Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). The erroneous results were reported outside of the laboratory. The patient's physician asked for the sample to be re-measured and stated that a previous sample of the patient was confirmed to have non-specific reactions to the mentioned roche assays. This medwatch will apply to the ft3 assay. Patient identifier (B)(6) for information related to the tsh assay. Patient identifier (B)(6) for information related to the ft4 assay. The sample was initially tested at the customer site on the e602 analyzer on 12-dec-2017. The sample was provided for investigation, where it was tested on a cobas 6000 e 601 module (e601) on 20-dec-2017. The sample was also repeated on a centaur analyzer. No adverse events were alleged to have occurred with the patient. The e602 analyzer used at the customer site was serial number (B)(4). The e601 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer.

Manufacturer narrative:
A previous sample from the patient was provided for investigation. Investigations of this sample determined that it contained a factor which interferes with a component of the ft3 assay. This limitation is covered in product labeling.